Manufacturer narrative:
The device was returned for evaluation and preventive maintenance. It was received in good condition and was visually inspected. The tube was cracked. The cracked tube was replaced, device calibrated and passed all electrical tests. The (DHR) device history record review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. UDI number and 510k is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device needs (pm) preventive maintenance. There was no patient involvement.